Event description:
Customer reported via phone, the insulin pump had a blank display, despite her changing the battery several times. The device went blank while she was attempting to deliver a bolus. Customer's blood glucose was 209 mg/dl. Troubleshooting was performed. Customer stated the device was not dropped, bumped, or exposed to moisture, no physical damage. Customer doesn't use recommended battery. No damage or corrosion noted in the battery compartment and its components. Customer was advised to insert a new battery and the device did not return. The battery compartment and its components were cleaned and after waiting a few minutes she inserted a new battery, the display did not return. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.